Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically all samples were checked for lockability in the open position and the mould number of the slider part was recorded to obtain a possible influence on the faulty locking. The slider part did not show any visual deviations on the mould. A further investigation into the cause was triggered via the product safety case batch history review: the device quality and manufacturing history records for all available lot numbers have been requested at the responsible quality-coordinator of the production plant. The answer is still pending, the 8d-report will be updated upon receipt of the review-confirmation. No similar incidents have been filed with products from these batches. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with ba823su - carbon steel safety scalpel #23 . According to the complaint description, the scalpel did not lock during use but returned to the origin. There was no described patient harm. Additional information was not available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00117 ((B)(4) - ba823su)